Event description:
User experiencing low calcium results. The following example was provided: initial result 4.83 mg/dl, same sample repeated gave result of 7.13 mg/dl. No information provided to determine if results were used to guide therapy. Thefield service representative determined there was a problem with the reagent syringe. The instrument was repaired.